Event description:
The reporter alleges the (B)(6) ibgstar meter was measuring blood-glucose too high. This led the pt to experience hypoglycemic episodes. Readings prior to the event and dose administered was not provided.

Manufacturer narrative:
The device has been requested but has not been returned to the MFR. The meter DHR was referenced and the meter left the factory within spec. Test strip lot info was not provided. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the info provided, the root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, medication, testing procedure and insulin may have contributed to the event. No remedial action will be initiated because no system fault could be determined. This event will continue to be trended.